Manufacturer narrative:
This report is submitted on november 15, 2018.

Event description:
Per the clinic, the patient developed an infection (cholesteatoma) unrelated to the device and subsequently the device was explanted (date not reported). There are plans to reimplant the patient with a new device however this has not occurred as of the date of this report.

Manufacturer narrative:
This report is filed on december 17, 2018. (B)(4).